Event description:
It was reported that both pumps for treprostinil have had low cartridge volume alarms even when there is plenty of treprostinil left in the cartridge in use. Pushrod stops moving forward. Pump stops. Doesn't have lot numbers of cartridges. No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No lot number was provided; therefore a device history review (DHR) could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation.